Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused dysplasia in the mouth. The patient did not report to receive any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused dysplasia in the mouth. The patient did not report to receive any medical intervention. The device was returned to the product investigation laboratory for further evaluation. The device was evaluated. The internal and external aspect of the device was inspected. Evidence of sound abatement foam degradation/breakdown was observed in the base unit. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. Device logs found 7 errors total, which included the occurrence of 1 abort level error (e200) and 3 reboot level errors (1 occurrence of e056 and 2 occurrences of e130 respectively) the manufacturer concludes that they could not confirm to the customer's allegation but confirms there was visible foam degradation in device.